Manufacturer narrative:
(B)(4). The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation was due to capsular contracture and necrosis-mastectoma. This is a known potential adverse event addressed in the product labeling.

Event description:
Through journal article "evolution of the surgical technique for "breast in a day" direct-to-implant breast reconstruction: transitioning from dual-plane to prepectoral implant placement." The following was reported: capsular contracture, infection, hematoma, pain, mastectomy flap necrosis, delayed healing and exposure. The device status is unknown.